Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. After the starclose clip was deployed, the clip applier became stuck in the wound track. The physician applied counter-pressure and forcefully removed the device. Manual compression was used to achieve hemostasis. There were no reported pt effects. Though requested, there was no add'l info available.

Manufacturer narrative:
Eval summary: the device was received in the clip deployed state, with a failed pusher-body to shaft joint bond and open vessel locator wings (vlw). The failed joint bond is a mfg issue which prevents the vlw from opening and collapsing when activated by other components; therefore, the root cause for the open vlw and difficult removal was the pusher body to nylon shaft bond failure. An investigation has been initiated and is ongoing to determine the root cause for this mfg issue. A review of the device history record for this lot did not produce any findings that were relevant to this report.